Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the emerald was fractured and couldn't be used. There were no reported patient injuries. The device was stored in the cath lab for less than two months. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were anomalies noted prior to inserting the device into the patient. There was no unusual force used at any time during the procedure. The other devices used with the product did not kink or bend at any time. The target lesion was the left anterior descending (lad). The lesion was not calcified. There was no vessel tortuosity. There was eighty percent stenosis. The device was not used for a chronic total occlusion. The procedure was completed by using another product. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type and adverse event problem have been updated accordingly. During an unknown procedure, the tip of an emerald guidewire was noted to be fractured and couldn¿t be used. There were no reported patient injuries. The procedure was completed by using another product. The device was stored in the cath lab for less than two months. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were anomalies noted prior to inserting the device into the patient. There was no unusual force used at any time during the procedure. The other devices used with the guidewire did not kink or bend at any time. The target lesion was the left anterior descending artery (lad). The lesion was not calcified. There was no vessel tortuosity. There was eighty percent stenosis. The device was not used for a chronic total occlusion. No other information was reported. The device was returned for analysis. A non-sterile dgw .035 fc j3mm 260cm tef endovascular wire was received for analysis coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis the wire was kinked at the distal tip. No other issues were found. A product history record (phr) review of lot 35235213 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿distal tip-wires-fractured - in patient¿ was not confirmed. However, a kinked damage condition was noted on the tip of the guidewire as received. Nonetheless, the cause of the kinked damage condition on the wire could not be conclusively determined during the analysis. Procedural and handling factors may have contributed to the kinked damage condition found. As per the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Loss of torque control may be due to core wire fracture¿. The phr review results and product analysis results do not suggest that the kink/bent condition is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.